Event description:
A surgeon was using a sun-optic headlight during surgery. The lightsource was "noted to have white smoke billowing out of the box when it made a popping sound." The box was unplugged and removed from the room and taken to clinical engineering. The case was continued with another headlight.====================== health professional's impression======================the power supply failed, capitor blew up, burnt electronics smell and smoke caused un-due stress, time delay and concerns.====================== manufacturer response ======================they have sent us a replacement device while they investigate the other. You cannot purchase a power supply as a separate item.